Event description:
The patient was placed in the mayfield head holder and placed into the prone position on gel rolls. However, the mayfield head holder slipped and did not hold pressure. It had been previously placed at 60 pounds. As a result, the patient sustained a 1 cm scalp laceration that was repaired with a 0 nylon. The patient was placed back into the supine position and pinned again. However, this mayfield head holder was again found to be inadequate. Therefore we replaced the mayfield head holder and placed the patient back in the prone position with neck flexion. Dates of use: (B)(6) 1998 - (B)(6) 2011. Reason for use: cerebellar suboccipital craniotomy for resection.